Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A labeling review was conducted using the product label and no anomalies were found. A root cause could not be identified. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air/water channel had foreign material. There was no patient involvement.